Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -8.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced glare/halos. On (B)(6) 2022 the lens was explanted. This resolved the problem. The cause of the event was reported as the device and noted "dyshotopsia for aquaport".